Event description:
On the night of thursday, (B)(6) 2017, I checked myself into (B)(6) medical center emergency room (affiliated with (B)(6) clinic) due to complications from a scheduled MRI appointment approximately 90 minutes prior. I was admitted as a triage patient and administered an EKG with ten cardinal health monitoring electrodes. The ten cardinal health monitoring electrodes were not removed while I was in the emergency room. My arms and hands were in convulsive tremors while the EKG was performed. I was short of breath, and my speech was worse than what is now (stammer, stutter, delayed, aggravated). I removed the cardinal health monitoring electrodes when I returned home; however, I found one cardinal health monitoring electrode still on my body (back rib cage on left side) around 4:00 pm saturday, (B)(6) 2017 while I was getting ready for mass. I felt nauseated and not good earlier that day for a few hours. These monitoring electrodes were much larger with a stickier adhesive than the monitoring electrodes used sunday, (B)(6) 2017 by a different nurse and different ER doctor. I contacted (B)(6), (B)(6), (B)(6) ER nurse's station, (B)(6) quality assurance, cardinal health hq quality assurance, cardinal health hq product complaint to notify them of the adverse side effect.